Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a decrease in sensing was observed on the right ventricular (rv) lead. The physician suspected the lead was damaged during a previous ablation procedure. As it was not possible to implant a new rv lead due to patient anatomy, the device was reprogrammed to resolve the event. The patient was in stable condition.